Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of the customer's hospitalization was (B)(6) 2015. The customer's blood glucose was over 500 mg/dl at the time of admission. Customer believed their insulin was denatured from cold temperatures, causing their high blood glucose. The customer stated they had early symptoms of diabetic ketoacidosis, leading to their hospitalization. Customer stated they were treated with fluids at the hospital. No additional information provided.